Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: lab assistant was drawing blood on a patient and went to close the safety clasp and noticed it was not straight and would not close over the needle. She disposed it in the sharps container. Another time the safety clasp broke off completely. The third time the safety clasp was aligned off to the side and she was unable to close it over the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual functional testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: lab assistant was drawing blood on a patient and went to close the safety clasp and noticed it was not straight and would not close over the needle. She disposed it in the sharps container. Another time the safety clasp broke off completely. The third time the safety clasp was aligned off to the side and she was unable to close it over the needle.